Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. The reported high power event was confirmed through log file analysis which revealed a sustained increase in power consumption starting (B)(6) 2019 and 61 high watt alarms logged since (B)(6) 2019. Post-explant functional analysis on the returned pump was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Internal pathological report revealed evidence of possible thrombus within the device. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Failure analysis of the returned controller revealed bent pins within power port two (2); the bent pins did not allow a battery to properly connect to the controller. As a result, the reported bent pins event was confirmed. Additionally, failure analysis revealed that the controller's power port one (1), power port two (2), and serial port connectors were loose. Visual inspection also revealed that the serial port cap was missing, most likely due to the handling of the device. The loose connectors and missing serial port cap are additional observations not related to the reported event. Based on an internal investigation, the most likely root cause of the observed loose connectors event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the reported bent pins event can be attributed to a forced or improper connection. An internal investigation evaluated bent pins within the power port and serial port connector. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial# (B)(6). Return date: 13-aug-2019, yes, dev rtn to MFR? Yes. FDA method code(s): 10, 3331, 4112. FDA results code(s): 3243, 180, 3252. FDA conclusion code(s): 12, 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 1.0. Model #: 1403us / catalog #: 1403us / expiration date: 31-aug-2017/ serial# (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 31-aug-2016. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a significant rise in lactate dehydrogenase (ldh), hematuria, and high power alarms on the ventricular assist device (vad). Pump thrombus was suspected. The vad was explanted and replaced. It was also reported that while being prepped for surgery the power sources on the controller were changed and excessive force was used resulting in bent pins in the controller. The controller was exchanged. No further patient complications have been reported as a result of this event.